Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 07/15/2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient's blood glucose was low, between 40-50mg/d and the dexcom continuous glucose monitor (cgm) did not alert her. The paramedics were called and the patient was administered glucose. The patient was not taken to the hospital. Additionally, the patient's brother tested the receiver's alerts and all alerts vibrated and sounded with audio alarms. At the time of contact, the patient was okay. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of intermittent audio output could not be confirmed. A root cause could not be determined.